Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery depletion-normal.

Event description:
It was reported the battery voltage was at 1.75 v with electrical reset noted. The battery voltage had been 2.58 v in (B) (6) 2009 and 2.9v in (B) (6) 2007. The device was not capable of therapy shocks. The device was explanted and replaced. No patient complications have been reported as a result of this event.